Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced "sensations" on their right side and "it hurts at night". The patient reported the device "moves around a lot and doesn't stay in one place". The patient also reported the "wires go from the left to the right side". The complete implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.